Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The physician advanced the 2.25x16mm liberte bare metal stent to the left anterior descending (lad). The physician attempted to place the stent, but the stent did not inflate and the balloon burst. The procedure was completed with a different device and the pt condition was reported as "stable". Further info has been requested but has not been received.